Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. A lead fracture was suspected. No further intervention has been performed. The patient was stable and will continue being monitored.